Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: based on the content of investigated data. It was determined, that the potential cause/root cause of failure was that the visibility became unclear, due to the difficulty in removing the mucus adhering to the surface of the objective lens, during the endoscopy. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 03-mar-2022 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 03-mar-2022. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Colonoscope loaner scope pilot- smudge appears on lens during procedure. Once this happens the surgeon has a hard time to assess the rest of the colon. Risk of missing pathology, potential to perforate the bowel. Note: pentax canada received notification of this incident at (B)(6) hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.